Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the unit alarm does not work. Per the repair evaluation, it is confirmed that the unit is not alarming due to the switch/button being broken.